Manufacturer narrative:
An attempt to reproduce the reported event was conducted and confirmed the issue is reproducible. This issue is confirmed. The software did not adhere to the specified requirements and did not perform in accordance with the expectations specified in the retina software requirement and specification listed under sw doc field. This issue occurs when a patient uploads pumponly data (without accompanying sensor data). It specifically affects patients who: previously had sensor data in the system, the had a gap in uploads, subsequently uploaded pumponly data. Tir (time in range)is currently recalculated only when new sensor data is received. In this scenario, the sensorrelated kpis remained stale because no new sensor data triggered a refresh. As a result, the patient list continued displaying the existing tir value from the last sensor upload. The esf number that corresponds to the reported issue is: (B)(4). To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: this issue will be fixed with the may release. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a report anomaly as the report shows abnormal data since there was no sensor and insulin information in this report. The customer reported no adverse event. The event involved product(s) acc-7333. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. A product return is not applicable for non physical devices.